Manufacturer narrative:
Additional information was received that a gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flapper valve was re-seated, and the unit was returned to service.

Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with gehc technical support. Resolution is unknown. No report of patient involvement.

Event description:
The hospital reported the unit does not work in volume control mode of mechanical ventilation. There was no report of patient involvement.